Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. Corrected: e1 (initial reporter first name, last name), h8. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received from sales rep and states that: six screws got stripped. Three of six screws were able to be removed with the extraction screw. When removing one screw of remaining three screws, the extraction screw broke. As a result, three screws and plate remained in the patient. The surgery was completed successfully within 45 minutes delay. The surgeon guessed that the breakage was caused by metal fatigue; however, he demands to investigate whether there are any defects in the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D1, d2, d3, d4, g4-510k: this report is for an unk - screws: locking: trauma/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, a removal surgery was performed. On (B)(6) 2023, a primary surgery was performed with the lcpdf. When the surgeon tried to remove the locking screw, the screw head got stripped. Although the extraction screw in question was used, the extraction screw broke. The surgery was completed successfully without any surgical delay. The sales rep is confirming about details. No further information is available.